Manufacturer narrative:
Integra has completed their internal investigation on 11 jul 2016 the product was not returned for evaluation. The DHR review has been deemed satisfactory. DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), manufactured in (B)(4), to identify any recorded anomalies that could be associated to the complaint incident; date of manufacture: jun-2014. No non-conformance reports were raised during the manufacturing process for this cable. A minimum of 12-month review of camcabl cable customer complaints was completed in the system using the following key words ¿cable to catheter connection failure¿ and a root cause ¿product not returned¿ in search criteria. This review encompassed dates 09-may-2015 to 05-jul-2016. A total of 18 complaints were reviewed of which 10 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 5th identified complaint for the reported failure associated with camcabl cable that has not been returned for evaluation. Trending analysis has concluded no further action is required for the complaint investigation. Further incidents of this nature will be monitored for recurrence and trending purposes. Conclusion: since the product was not returned for failure analysis investigation no root cause can be determined.

Manufacturer narrative:
Integra has completed their internal investigation on 03 nov 2016. Complaint record was updated due to product returned. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the failure analysis investigation has concluded the cause of the catheter failure message displayed on the camino monitor was due to faulty camcabl cable which had an internal failure. DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), manufactured in (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: jun-2014. Trending analysis was completed by the root cause identified in the failure analysis investigation. Based on complaint information, the complaint incident is trended as a failure of the cable to interact with the catheter resulting in an error message displayed on the camino monitor, thus cable to catheter connection failure. A minimum of 12-month review of camcabl cable customer complaints was completed in (B)(6) using the following key words ¿cable to catheter connection failure¿ and a root cause ¿internal wire connection failure¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 09-may-2015 to 28-oct-2016. A total of 21 complaints were reviewed of which 10 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with the camcabl cable due to internal wire connection failure. Further incidents of this nature will be monitored for recurrence and trending purposes. Conclusion: the root cause of the internal failure of the cable was not provided by the service centre, however, from previous investigations into defective camcabl cable it can be concluded that the failure is consistent with an internal wire connection failure, thus internal wire connection failure.

Event description:
A report was received that there was a problem with the camcabl - camino fibre optic catheter cable prior to insertion of the catheter. The device was not in contact with a patient, there was no patient injury or death alleged and no revision or medical intervention was required. There was a delay in surgery of 30 minutes due to the product problem. The incident occurred on (B)(6) 2016. It kept reading "catheter initializing, then catheter fault". The cables were unplugged and then re-plugged (without changing them out). The monitor was shut off and turned back on and the same message of "catheter fault" appeared. The team obtained a new monitor with cables and these worked without an issue. Additional information received on may 17, 2016: per the integra sales representative, who was at the facility and tested the monitor, it was determined there was no issue or problem with the monitor.